Manufacturer narrative:
(B)(4). A product development evaluation was completed: the device was not returned to the company and no pictures are available. Thus, no statement on the overall condition of the device or the described complaint situation can be made. From the description of the complaint it is likely that the drill has been used in combination with headless compression screws. Since the drill is cannulated and has thin wall thickness (in order to move over the already inserted guide wire) the drill is sensitive to bending. It might be that when inserting the guide wire into the bone fragment that the guide wire was slightly bent due to high bone density. Using the drill over a slightly bent wire would contribute to an instrument failure as described. Additionally when there are bending forces applied while drilling, this could lead to the described condition. Without material no root cause can be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operative x-rays taken to confirm that no fragments were in the patient.

Manufacturer narrative:
Alert date corrected, mail form authority was received on (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient underwent a surgical fusion procedure of the first metatarsophalangeal (mtp) joint. During the procedure, a 3.0mm headless compression screw system was utilized and both of the 2.0 mm drill bit tips snapped. One (1) of the broken drill bits actually shattered while in use. All visible pieces were removed from patient by the surgeon. An intra-operative x-ray was suggested in order to find any remaining pieces, but was declined by the lead surgeon. It was noted that the device set was first sterilized for use on (B)(6) 2015 and was not used since then. This report is 2 of 2 for (B)(4).